Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer wore the pump against their skin. During troubleshooting for the current occlusion alarm, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Blood glucose was in the mid 80's (mg/dl) at the time of report. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.